Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1910022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 1910022 were used for additional evaluation. The product was visually inspected, no damage or defects was observed on any of the product. Functional evaluations were performed, no friction was noted during the connection of the samples and the needle could smoothly advance through the introducer. Dimensional testing was performed on the retained samples, verifying all critical dimensions are within specification including the internal diameter of both the cannula and the introducer. Product undergoes visual inspections throughout the manufacturing process, verifying no defects on the product. Inspection results were reviewed for the reported lot and no issues were identified. Based on our investigation, we are not able to identify a root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that spinal needle 27ga 3.50 in was clogged. This occurred on 2 occasions. The following information was provided by the initial reporter: experienced difficulties when administered anesthetic drugs and two of his patient was hematoma post inserted bd quincke. Overall, the operative procedure was success and patient discharge as scheduled.